Event description:
It was reported that the patient had pain at the ipg site. It was also noted that the patient was experiencing inadequate stimulation, burning sensation, undesired sensation in non-target area and undesired sensation stimulation related. The patient underwent revision procedure wherein ipg and leads were replaced. The explanted device will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn : m365sc2408560, model : sc-2408-56 , serial: (B)(4), batch: 21310786/2000022942.